Event description:
69 y/o male admitted with complaints of penile implant malfunction. At surgery pump was found to be leaking at the site of pump tubing connection to the cylinder. Pump returned to MFR. Pt received a new pump, recovered satisfactorily and is now discharged from the hosp.